Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home on hospice. The customer was hospitalized on (B)(6) 2022 due to chronic obstructive pulmonary disease and diabetes. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The auto mode on the insulin pump was unknown. It is unknown if the caller to return the insulin pump for analysis.